Manufacturer narrative:
Replacement tubing was sent to the customer. Multiple attempts to contact the customer to get additional information have gone unanswered. It cannot be definitively concluded that the pump caused or contributed to the customer¿s yeast. Reported issues of thrush/yeast were investigated under (B)(4) and the root causes were identified as: lack of education/training to mothers on breast feeding and breast milk pumping; insufficient guidance on breast shield sizing to prevent nipple trauma; insufficient personal hygiene practices prior to breast milk pumping or breast feeding; and no access to or not following the manufactures' instructions for the cleaning and sanitation of the breast milk pumping components. No corrective actions resulted as it was determined that detailed instructions are available and adequate in both printed and on-line formats for cleaning breast milk pumping equipment, personal hygiene, proper breast shield sizing to prevent nipple soreness/trauma, which can lead to skin breaches, allowing for the potential introduction of yeast.

Event description:
On (B)(6) 2017, the customer alleged to medela (B)(4) that there was moisture in the tubing for her sonata breast pump and she was getting yeast infections on her nipples, for which she has been prescribed oral mediation. She indicated that she is double cleaning and sanitizing the pump parts. She has seen a lactation consultant, who does not know what to suggest since the customer is keeping her parts very clean.